Event description:
It was reported that the rigid video scope had an image noise. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is chipped, objective lens window is scratched a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a image noise is caused by electric component failure in the videoscope, chip of the light guide bundle is caused by a component failure of distal end of the video telescope, failure of objective lens window is caused by a component failure of objective lens window. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.